Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 30 mg/dl. Reportedly customer accidently initiated a bolus which caused them to go low. Low bg was addressed by customer consuming carbohydrates. Emergency medical services were called and observed customers oxygen, administered a pink jell tube, and made sure customer consumed carbohydrates and sugar.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.